Manufacturer narrative:
Additional information was received on july 14, 2015. The serial number of the licox cmp was (B)(4). The product problem was discovered during inspection. The speaker did not emit an "alarm tone" but it was barely audible. The problem was discovered in (B)(6) 2015.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the first of two reports (same product ID same product problems, same reporting facility). Non-operative speakers on the devices were reported. There was no pt involvement. The issue occurred in biomed. Add'l info has been requested.